Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal right coronary artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and a cutting balloon was then used to clear the calcification at the proximal part of the lesion. The 3.5 x 18 mm xience prime stent delivery system (sds) was advanced; however, the sds could not cross to the lesion due to the anatomy. After multiple attempts, the proximal shaft kinked and then eventually separated outside the anatomy. Rotablation was performed at the lesion site and a non-abbott stent was used to treat the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink and shaft separation were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.